Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to replace a previously implanted device from a different manufacturer. The nalu implantable pulse generator (ipg) was placed at the anterior chest wall, infraclavicular location. The patient reported that swelling was present at the implant site prior to placing the nalu system, and swelling persisted for several weeks after the implant of the nalu system, delaying activation. After activating the system on (B)(6)2024 it was discovered that the ipg had migrated within the pocket, causing difficulty in communication between the ipg and the external therapy discs and subsequent inconsistent therapy for the patient. On (B)(6) 2024 a surgical procedure was performed to move the existing ipg from a vertical orientation to a horizontal orientation in attempt to provide a more stable location. No components were removed or replaced during the procedure.

Manufacturer narrative:
There are no indications of any system or component failure and all original components remain implanted at the time of this report. During the revision procedure, the ipg was visually verified to have migrated so that the head of the ipg had rotated away from the skin surface and moved beyond the recommended depth for optimal communication. Both the angle and the depth of the ipg after migration contributed to the communication errors. It is unclear if the pre-existing swelling may have contributed to an unstable location for the implant and possibly contributed to migration. Migration of components is a known inherent risk of implantable neuromodulation systems.